Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of diarrhea, a patient who made a mistake/touch contamination, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diarrhea and the patient made a mistake and touch contamination occurred which caused peritonitis on (B)(6) 2011. The nurse stated that the peritonitis occurred because the patient was on and off the cycler a lot due to the diarrhea. The patient was not hospitalized for the event. Treatment was not reported. On an unreported date in 2011, the patient had recovered from peritonitis and the outcome of diarrhea and touch contamination was not reported. Dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy. An opinion of causality for the events of diarrhea and the patient made a mistake/touch contamination was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024, h11c03013, h11f20093, h11h09050 and h11h31070 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.